Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer's blood glucose levels were 497 mg/dl, 494 mg/dl and 68 mg/dl. The customer had been using the insulin pump system within 48 hours of high and low blood glucose level events. The drive support cap appeared normal. The customer stated that the insulin pump was not working due to the highs and lows. The insulin pump will not be returned for analysis.